Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code/damaged belt connector) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to two open pulse wires in the trunk cable.the root cause for the open wire was excessive force. No adverse events resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient had received a service code and the belt connector was damaged.